Event description:
A surgeon reported that after an intraocular lens (iol) implant surgery on the right eye (od) the pt started to see halos during the evening and night. The pt also complained about not seeing clear when she was outside, she saw correctly when she was inside. The surgeon will follow-up the pt evolution some time before taking any remedial activity. The pt had an explant in the contralateral eye for similar symptoms. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. (B)(4).